Event description:
Information received that the patient left intermediate siderail would not latch. No injury reported.

Manufacturer narrative:
Technician found the bed on third floor. Patient left intermediate siderail would not latch due to dirt in the latch, preventing it from moving. Removed the siderail and cleaned the dirt off the spring latch to resolve this issue.